Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, missing end cap sticker, missing drive support sticker, minor scratches on the display window, cracked battery tube threads, and a cracked end cap. The drive support disk was inspected and no anomaly was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's diabetes care manager reported via telephone call that the drive support disk was exposed and the label was missing. The care manager also reported that there was a crack where the motor should be and that the motor was exposed. The care manager reported that the bottom was missing. No blood glucose reading was provided. The care manager was advised that the insulin pump would be replaced and agreed to return the product for analysis.